Event description:
A report was received that alleges that the tracheostomy tube required removal and was replaced with another trach tube. It is alleged that after one day in situ, the suspect medical device caused the tissue to bleed. After replacement, no further medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.